Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of a beeping device/siren like sound is the dso sensor. The most probable cause for an under-delivery is the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was multiple issues with pump ?beeping" over the course of his last treatment. The patient also stated it made the siren like sound this morning and the nurses turned the pump off due to it saying it was complete. When he arrived at our facility about 1030 this morning, the pump still had around 22ml left. Patient not affected. No patient injury/no additional information available.